Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The sureform 60 stapler instrument was analyzed, and the complaint was not confirmed by failure analysis. A visual inspection displayed no signs of physical damage. The channel sprang back open when in the unclamped state. The instrument passed the recognition and engagement tests. The instrument moved intuitively with full range of motion in all directions. The grips opened and closed properly using a white reload on multiple attempts. Review of instrument logs were unable to verify any failures. The instrument was fully functional. There was no problem detected.

Event description:
It was reported that during a da vinci-assisted sleeve gastrectomy surgical procedure, the customer noted that when using white staple load, the jaws of the stapler would not open on its own. The customer had to manually open jaws with a robotic instrument, then it worked fine. Customer did not have this issue with the blue reload. The stapler also drifted with the white reload but not with the blue. The procedure was completed as planned with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the jaws were not stuck on tissue when the issue occurred. The jaws would not open after the stapler was inserted. The jaw was opened with another robotic instrument and the stapler worked fine. No release key/mechanism was used. No adverse effect to the grasped tissue. No unexpected tissue removal and no bleeding. A white reload was used for the procedure. A second blue reload was used first with no issues then a white load was placed on the stapler and inserted and then the issue occurred. No issues prior to firing the stapler reload. Only issues were opening the jaws.